Event description:
It was reported that during an ultrasound guided kidney biopsy procedure, the needle allegedly failed to fire and does not retrieve the sample. A coaxial was used and the procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy device was received for evaluation. During visual evaluation, the device appeared to have blood residue throughout the cannula and it was received with both slides in their initial positions. Upon functional testing, the device was able to be fully primed with no issues. The device was further tested by cocking and firing the device 3 times in a chicken breast with each trigger, for a total of 6 tests. The device was able to prime and fire properly. All 6 samples were obtained with no issues. One electronic video was provided and reviewed. In that video, the user fires the maxcore biopsy device in the patient but it was observed that only the stylet was released from the primed position whereas the cannula didn't release. Based on the video review, the reported failure to fire can be confirmed. Even though, no device problem was found during the sample evaluation, the investigation is confirmed for the reported failure to fire as the provided video shows the user's inability to fire the device into the patient and the user issue may have contributed to the reported event. It is also unknown whether the device in the video was theoretically one of the same devices returned for evaluation. A definitive root cause for the reported failure to fire issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 08/2026). H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided kidney biopsy procedure, the needle allegedly failed to fire and does not retrieve the sample. A coaxial was used and the procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a video was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 08/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.